Event description:
In the medical literature, a published manuscript was reviewed. The following adverse event was reported in this article related to the gore-tex stretch vascular graft. One patient had extensive graft infection. Further investigation is pending.

Manufacturer narrative:
Article enclosed is an published manuscript. Following is the title of the manuscript: ko pj, liu yh, hung yn, et al. Patency rates of cuffed and noncuffed extended polytetrafluoroethylene grafts in dialysis access: a prospective, randomized study. World journal of surgery. Published online 27 january 2009. Doi 10. 1007/s00268-008-9912-2. See scanned pages.